Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard 7 beeps while connected to the batteries and clips, and possibly the mobile power unit (mpu) as well. The log files showed a no external power event while connected to the mpu. The low volatge events were thought to be due to the slow discharge of the mpu after a sudden loss of power. Power cable disconnects alarms were also noted on battery power. The backup battery use count increase was at 83, indicating use of backup battery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm event was confirmed via log file analysis. A log file was submitted for evaluation, which captured a no external power alarm event on (B)(6) 2023. The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power to both power cables. At 08:58:50, the white power cable was connected to a 14v battery/clip and then the black power cable, which cleared the no external power alarm. Additional information communicated that the root cause of the no external power alarm was determined to be a power outage at the home. The mobile power unit will not be returning for an evaluation. Serial number of the mobile power unit was unavailable, and the device history record was not reviewed. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the no external power was due to a power outage.